Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was involved in a case of suspected infection at the site of the sternal incision. A revision procedure was performed wherein the electrode was explanted; the associated device was also explanted. The physician plans to re-implant the patient at a future time. No additional adverse patient effects were reported.